Event description:
It was reported that during a laparoscopic nissen, the tissue pad fell off, but did not fall off into the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.